Manufacturer narrative:
Per the patient's surgeon, the device was explanted on (B)(6), 2013. It is unknown if there are plans to reimplant the patient with a new device as of the date of this report.this report is filed november 28, 2013.

Event description:
Per the clinic, the patient experienced intermittencies and subsequent loss of connection to the internal device. The issue could not be resolved. The implanted device remains. Explant and reimplantation is planned but has not taken place at the time of this report (B)(4).

Manufacturer narrative:
(B)(4). Implanted device remains.